Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "a stryker hinged knee was revised following a complication of a gangrenous ankle leading to aka. Awareness occurred as a result of reviewing the data set submitted as part of a retrospective clinical".